Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, a rosch-ushida transjugular liver access set was required for a transjugular intrahepatic portosystemic shunt (tips) procedure. The check-flo valve of the sheath separated during use. It was also noted that the metal stiffener was bent. No adverse effects or additional procedures for the patient were reported due to this occurrence. Additional information regarding the event has been requested but is currently unavailable.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Correction: d4- model#, d9- device available for eval, h3: device evaluated by mfg, h6- annex a, annex g. Investigation ¿ evaluation. It was reported on (B)(6) 2024 that, a rosch-ushida trans jugular liver access set was required for a transjugular intrahepatic portosystemic shunt (tips) procedure. The check-flo valve of the sheath separated during use. It was also noted that the metal stiffener was bent. No adverse effects or additional procedures for the patient were reported due to this occurrence. Reviews of the documentation, including the complaint history, device history record, quality control procedures, and instructions for use of the device, were conducted during the investigation. The complaint device was not returned for evaluation; therefore, a physical examination could not be conducted. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) for the device found one additional complaint for the same lot. There were no relevant nonconformances that could have contributed to the reported failure mode. Cook also reviewed product labeling: the product IFU, [t_rups_rev4] ¿rosch-uchida transjugular liver access set,¿ provides the following information to the user related to the reported failure mode: ¿warnings: -if resistance is encountered during advancement of flexor sheath, assess cause of resistance and consider dilation of any restriction identified or consider alternate treatment strategy. If flexor sheath is advanced through resistance, force to remove the sheath will be higher, increasing the risk of sheath material or hub separation upon withdrawal. Instructions for use: -advance the introducer sheath assembly over the wire guide into the hepatic vein. Remove the dilator from the sheath, leaving the wire guide in place. -insert the stiffening cannula into the ptfe catheter, and introduce the catheter/cannula assembly over the wire guide into the introducer sheath, positioning the catheter/cannula assembly into the distal hepatic vein. Remove the wire. -introduce the blue catheter with flexible trocar stylet assembly through the catheter/cannula assembly. Note: the stylet should not protrude past the ptfe catheter end hole. -orient the catheter/cannula assembly inferiorly and rotate anteriorly (arrow baseplate on needle indicates direction of needle curve). -holding the stiffening cannula in a stable position, advance the ptfe catheter and introducer sheath over the blue catheter and wire guide into position across the parenchymal tract. -remove the stiffening cannula and blue catheter from the assembly. The wire guide and ptfe catheter may be removed or utilized as required for further diagnostic or interventional procedure. -following the completion of diagnostic and interventional procedures, remove the introducer sheath. Avoid applying attraction to hub during removal. If resistance is anticipated or encountered during withdrawal of the introducer sheath, consider reinserting the dilator and removing the sheath and dilator as a unit.¿ evidence gathered upon review of the dmr, product IFU, and DHR, there is no indication the complaint device was manufactured out of specification. Cook did not identify any nonconforming material in house or in the field. Based on the information provided, no returned product and the results of our investigation, it was concluded that a component failure unrelated to manufacturing or design deficiencies contributed to the reported event. Per the risk assessment no further action is required. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.